Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out the pump supplies multiple times to address occlusion. Customer's blood glucose was 540 mg/dl. Customer resumed pump therapy.